Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer experienced low blood glucose of 50 mg/dl on (B)(6) 2015. He tried to correct before getting to 50 mg/dl but the threshold suspend triggered anyway. It was stated that if the customer has a low and corrects, he cannot override the threshold suspend. It was also reported that the customer had low blood glucose of 52 mg/dl on (B)(6). He treated with juice and was able to get up to 91 mg/dl but later that day his level went low again. He treated and contacted his trainer who advised him to upload the insulin pump to carelink. They declined troubleshooting for low blood glucose.